Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level as it was unknown whether the levels exceeded 500 mg/dl. The customer was instructed to try various troubleshooting steps, but the screen remained unresponsive. As a corrective action, technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy. The customer expressed interest in obtaining an out-of-warranty loaner pump since their device was no longer under warranty.